Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, the pump touch screen timed out faster than expected. Customer¿s blood glucose was 331 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged screen on/ quick bolus button-unresponsive issue was verified. Additionally, the alleged touch screen times off too soon issue could not be verified.